Event description:
New information received indicated that inappropriate automatic mode switch (ams) was noted on the ICD. Programming changes were performed to resolve the issue. There were no patient consequences noted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing. No changes or intervention was reported. The patient condition was unknown.